Event description:
A physician reported that, after intraocular lens implantation surgery, the patient experienced severe halos od (right eye) which are causing her to be homebound because she can't drive. The subject returned on (B)(6) 2025 still complaining of visual disturbance patient returned again and still complaining of visual disturbance. So, they have planned for explant.

Manufacturer narrative:
The product was not returned for analysis; the lens remains implanted. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received stating that the patient had the right eye exchange on (B)(6) 2025.

Manufacturer narrative:
Additional information has been provided in b.2., b.5., h.3., and h.6. The manufacturer internal reference number is: (B)(4).